Event description:
It was reported that during a laparoscopy procedure, that the device had broken jaws. They used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition. However, it opened with some difficulty noted. Therefore, the device was disassembled to verify the condition of the internal components and it was found that the device had interference between the shroud and yoke, causing the device not to open as appropriate. In addition, the device was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch history records were reviewed with no anomalies noted during the mfg process.